Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for investigation, but pictures were provided. The pictures show the liner in the shell. The liner seems correctly positioned in the shell. The anchoring surface of the shell shows signs of bone on growth and tissue. Due to the low quality of the image, a deeper assessment cannot be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Dural alpha insert w rim hh/32 item# 01.00013.508 lot# 2510217. Femoral head sterile product do not resterilize 12/14 taper item# 00801803202 lot# 61288464. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, approximately 11 years post implantation, the patient was revised due to instability. Acetabular revision for cup positioning. Diligence is completed and no further information on the reported event has been provided.